Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 270 mg/dl and it was addressed with a bolus. Reportedly, the customer ate and did not bolus.